Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and status of the patient. As of october 02, 2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4). The user facility biomed reported that he had thus far been unable to reproduce the reported event. A carefusion technical support representative provided the user facility biomed with several troubleshooting recommendations. The user facility biomed indicated that they would follow the troubleshooting recommendations and call back if they were not able to repair the device.

Event description:
A user facility biomed reported that while in use on a pediatric patient the device went "vent inop". The patient was removed from the device and placed on another device with no harm to the patient.

Manufacturer narrative:
(B)(4). The reported issue was resolved by replacing the gas delivery engine on site through field service. The device was returned to the customer operating to manufacturer specifications. At this time, the suspect component is.